Event description:
A customer reported that the insulin gauge sometimes failed to accurately show the correct amount of insulin in the cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer declined additional troubleshooting or follow-up from technical support, and no further actions were taken by the company.